Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the insertion section, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The insertion section was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image 3 inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found, bending section rubber is missing, distal end has foreign objects, adhesive on bending section rubber has foreign objects, objective lenses have foreign objects, light guide lens has foreign objects, the insertion pipe is sticky, switch button 1 has a scratch, grip has a scratch, up/down plate has a scratch, right left plate has a scratch, angulation lever has a scratch, light guide cover glass has a scratch, light guide connector has a scratch,the video connector has a scratch, the video connector case has a scratch, control unit has a scratch. Foreign matter questionnaire found the following: the device was cleaned, disinfected, and sterilized before sent it to olympus. It is unknown, if there was a delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). It is unknown, if there were any abnormalities in the accessories used for reprocessing. It is unknown, if the endoscope was presoaked in the detergent solution. It is unknown, if the distal was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported, that the endoeye flex deflectable videoscope had an occurrence of foreign matter attached to the distal end of the endoscope. The issue was found during an unspecified therapeutic procedure, which was completed. There were no reports of patient harm or infection.